Event description:
Customer reported that patient sample typed as a subgroup of ab with anti-a1 in the serum when tested with blood grouping reagents for tube testing. When tested with ID-mts gel a/b/d/reverse typing cards, no reaction was noted with the anti-a reagent. There was no report of patient harm as a result of this event.